Event description:
A customer reported that the pump battery was depleting too quickly, although it did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. The issue resolved itself, and no additional corrective actions were taken, as the customer confirmed that the problem was no longer occurring.